Event description:
It was reported that cgm displayed error message related to g7 sensor. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed error did not appear again, and successfully started new sensor session.